Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended, dried blood was present around the helix and gouge marks were noted on the terminal pin. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. Upon initial lead placement, the physician was unable to extend the helix despite reaching the recommended maximum number of turns per labeling. The rv lead was removed prior to pocket closure. An alternate lead was implanted without issue. No adverse patient effects were reported.